Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Can you identify the product code and lot number of the product that was used in each procedure? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: chest 2005; 127:2113¿2118.

Event description:
It was reported via a journal article: title: bronchoscopy-guided topical hemostatic tamponade therapy for the management of life-threatening hemoptysis. Authors: arschang valipour, md; alois kreuzer, md; hubert koller, md; wolfgang koessler, md; and otto chris burghuber, md, fccp. Citation: chest 2005; 127:2113¿2118. Doi: www.chestjournal.org. The aim of this study is to investigate the efficacy of bronchoscopy-guided topical hemostatic tamponade therapy (tht) using oxidized regenerated cellulose (orc) mesh in the management of life-threatening hemoptysis. Between january 2000 to january 2004, a total of 57 patients (40 male and 17 female; mean age 56 ± 17 years) with massive hemoptysis who had persistent endobronchial bleeding despite bronchoscopic wedging technique, cold saline solution lavage, and instillation of regional vasoconstrictors underwent topical hemostatic tamponade therapy (tht). The hemostatic agent used was oxidized regenerated cellulose (orc) [surgicel; ethicon; somerville, nj]. Reported complications included uncontrolled endobronchial bleeding (n=1) which required the patient to be intubated and underwent surgical (lobar) resection to control hemoptysis; recurrence of hemoptysis (n=6) that was characterized as being mild (< 30 ml) to moderate (30 to 100 ml) which required bronchial artery embolization (bae) and was successfully carried out in 4 patients but failed to stop the bleeding in 2 patients; and postobstructive pneumonia (n=5) which required repeated bronchoscopy to remove residual orc fragments, blood clots, and mucus if present, and also treated with a short course of antibiotic therapy, which resolved clinical and radiologic signs of pneumonia. In conclusion, endobronchial tht using orc is a safe and practicable technique in the management of life-threatening hemoptysis with a high success and a relatively low complication rate. Future studies shall focus on new indications, such as persistent postbioptic hemoptysis.